Event description:
It was reported that during a ladg, the polyimide was detached from the jaw when a scrub nurse cleaned the device with a forceps. No error code was displayed. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The device received was returned in good physical condition. The tissue pad was in good physical condition and properly attached to the clamp arm. The device was tested with a generator and was functional. As the device activated and cut and seal the test media, no conclusion could be reached as to the issue of the device not sealing it is possible that the device returned may have been used to complete the procedure and is not the device complained about. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the black tissue pad damaged, and a small portion was not returned. The device was connected to a test handpiece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.